Event description:
A customer reported experiencing low suction issues during a procedure. The case was completed with an alternate system. There was no harm to the pt. No add'l info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).